Event description:
A surgeon reported a pt had a decrease in visual acuity following intraocular lens (iol) implant surgery. The surgeon reported he noticed the anterior surface of the lens looked like it had degenerated when he viewed it under the slit lamp. He referred to its appearance as looking like a petri dish in which material had grown in the center. An add'l surgical procedure was performed (details not provided). The pt was reported to have recovered 100% of his vision. The iol remains implanted. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other reports in the lot. Add'l info was requested on 03/03/2008 by mail and on 03/03/2008, 03/10/2008 and 03/14/2008 by phone.